Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the stretcher of the concerto tilted during use with a patient. The caregiver quickly grabbed the stretcher to prevent the patient from falling. Three screws placed under the concerto stretcher ripped off the laminate. The patient didn't fall and was not hurt.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
It was reported that the stretcher of the concerto tilted during use with a patient. The caregiver quickly grabbed the stretcher to prevent the patient from falling. Screws placed under the concerto stretcher ripped off the laminate. The patient didn't fall and was not hurt. The device was evaluated by an arjo technician. Upon the device inspection 4 of 4 screws that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher were stripped out of the stretcher. This caused lack of proper connection of stretcher with the device frame, which in consequence was able to tilt. According to additional information received, the device showed signs of wear and tear. The customer declined our offer to repair the device, hence the part was found to be not available for return. The concerto instructions for use (IFU; 04.ba.05_3) inform that the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: ¿every week: check mechanical attachments: tilt the stretcher. (¿) when tilted check for cracks in the stretcher.¿ the concerto IFU also provides user with supporting figures showing devices areas which should be controlled during preventive maintenance activities. Based on the post-market surveillance and information gathered during this investigation, it seems that the failure could occur due to normal wear of the device, taking into account its age (14 years old), and also as a result of incorrect use of the device, for example: - due to a high external force that might have been applied to the very end of the stretcher. - due to the user's attempt to tilt the stretcher without releasing the locking mechanism of the tilting mechanism. Nevertheless, it was not possible to confirm the above hypotheses as the customer declined our offer to repair the device and the faulty part was not available for return. In summary, according to the customer allegation, the stretcher screws torn out, so the device did not perform as intended. The shower trolley was used for a patient hygiene, when the event occurred and therefore the device was involved in the event. This complaint was decided to be reported due to malfunction, which could have led to the patient fall and injury occurrence.